Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. The fse inspected the instrument and the data, and determined that the cause of the discordant calcium results was a failing colorimetric lamp. The lamp was replaced. The instrument was repaired. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Discordant advia 1650 calcium results were obtained and reported. The results were questioned by the physician. The samples were repeated. The corrected results were reported. There are no reports of patient intervention or adverse health consequences due to the discordant advia 1650 calcium results.